Event description:
It was reported that the patient's cochlear implant had not been secured to the bone and was moving. Advanced bionics is in the process of gathering additional information and will submit a supplemental report.